Manufacturer narrative:
The other adverse events issues questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the device in an off-label location, implanting the device too close to the targeted nerve, and migration have been ruled out as potential causes. However, a surgical issue was identified as multiple tunneling attempts were performed between the two incisions. A curonix representative conducted a review of sterilization and packaging records for the respective product lot; curonix has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the swelling is due to a surgical issue as multiple tunneling attempts were performed between the two incisions (user error-clinician). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in other adverse events issues. Other adverse events issue rates remain acceptably low; thus, a CAPA is not required at this time. Other adverse events issue rates will continue to be tracked and trended.

Event description:
The patient reported their leg felt "tight" from the knee down, one week after their implant procedure. The patient came in for an evaluation where it was noted there were no signs of any outside damage and the incision looked great. However, the implanting clinician noted both legs were swollen. An ultrasound was performed which ruled out deep vein thrombosis (dvt). IV antibiotics were prescribed the day of the procedure and the patient was sent home with an antibiotic to take at home as well. As of on (B)(6) 2025, the swelling is down and the patient was released to wear their device.